Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that multiple patients underwent initial shoulder fixation procedures on unknown dates. Following the procedures, the locking screws were reported to have backed out. Revision procedures have been indicated, however no revisions have been reported to date.

Event description:
It was reported that patient underwent an initial shoulder arthroplasty on (B)(6) 2015. During the procedure, the locking screws backed out. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It was reported that multiple patients underwent initial shoulder arthroplasties on unknown dates. Following the procedures, the locking screws were reported to have backed out. There have been no reported revision procedures to date.